Event description:
It was reported that the vns patient passed away on (B)(6) 2013. The online obituary indicated that the patient passed away in his sleep. The cause of death and its relationship to vns are unknown. The funeral home indicated that the patient's device was explanted and discarded; therefore, no analysis can be performed. Attempts for additional relevant information have been unsuccessful to date.